Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture date: monitor 09/11/2017 belt 05/19/2014

Event description:
A us distributor contacted zoll to report that a patient passed away in the hospital on (B)(6) 2021. Per clinical review of the continuous ECG recording, the device was started up at 07:52:09 on (B)(6) 2021. Between 06:45:14 and 06:46:58 on (B)(6) 2021 the patient was in vt at 130 bpm, slowing to an idioventricular rhythm at 80 bpm before transitioning to an idioventricular rhythm at 80 bpm with nsvt. The lifevest detected the vt arrhythmia, but the rate was below the physician-prescribed rate threshold of 150 bpm, preventing the lifevest from delivering a treatment. The patient's rhythm transitioned to vt at 150 bpm at 06:48:52 before slowing to 120 bpm. The patient's rhythm then degraded to fine vf with varying amplitudes until the electrode belt disconnection at 06:57:42. The rate of the arrhythmia falling below the physician-prescribed rate threshold and the amplitude of the vf varying at or below the asystole detection threshold prevented the lifevest from detecting the arrhythmia. The device threshold for asystole detection is when an ECG input signal falls below 100 microvolts for at least 16 seconds. This performance level is disclosed in the lifevest 4000 operators manual. The cardiac signal voltage observed was varying at or below the minimum design requirement to determine the presence of cardiac signals.